Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was frozen. A field service engineer replaced the docking board and all in one unit, and after the replacements both the customer and fse were unable to duplicate the issue. The customer tested the station in the medical application and confirmed that it was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es heart_2 had rebooted twice. The customer confirmed that the device was not moving slowly; instead, the screen continued freezing, preventing users from accessing anything. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station in the middle of cases, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.